Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a sheath split occurred. During an accurate valve implant procedure an isleeve 14f was selected for use. The isleeve was difficult to advance into the femoral artery. Some resistance was noted. The isleeve was taken out and the dilator alone was inserted. However after taking out the isleeve it was noted that there was a kink. A new isleeve 14f was prepared and prior to advancing the whole system, physicians decided to just use the dilator. The dilator advanced with no issues. The isleeve was then advanced and still the same type of resistance was felt and it was not possible to advance the system. Upon taking the isleeve out it was noticed that the isleeve had a slight split. A small lotus introducer was then used and the case was a success. Physicians did comment that they had a tough time with the closure of the femoral artery after the case. The patient condition following the procedure is stable.

Event description:
It was reported that a sheath split occurred. During an acurate valve implant procedure an isleeve 14f was selected for use. The isleeve was difficult to advance into the femoral artery. Some resistance was noted. The isleeve was taken out and the dilator alone was inserted. However after taking out the isleeve it was noted that there was a kink. A new isleeve 14f was prepared and prior to advancing the whole system, physicians decided to just use the dilator. The dilator advanced with no issues. The isleeve was then advanced and still the same type of resistance was felt and it was not possible to advance the system. Upon taking the isleeve out it was noticed that the isleeve had a slight split. A small lotus introducer was then used and the case was a success. Physicians did comment that they had a tough time with the closure of the femoral artery after the case. The patient condition following the procedure is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: the returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. One of the seams has a 7mm split starting 3.3cm from the distal tip. The edges of the split/tear were slightly jagged. One of the seams at the tip is split. There is tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.